Manufacturer narrative:
Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient called in because they had talked to someone at the clinic who showed them how to use the external devices but the patient had not been able to get to the same screen as they did at the clinic. Patient said when they were at the clinic they felt stim close to where the implant was. Patient said they are getting a 50% reduction in symptoms. Agent reviewed how to adjust stim. Patient was able to increase stim. After increasing stim, patient said they felt stim in the area of the implant. Agent did not ask about the circumstances that led to the reported issue. Patient called back on 2023-mar-01 and said that, since they increased their setting, they've experienced pain in the scrotum and even though they get the urge to void they aren't able to void. Agent reviewed option to decrease setting. With instruction, patient connected and decreased the setting and confirmed they no longer feel the pain. Patient will monitor and track symptoms. Patient said that, last night, they also received the urge to have a bowel movement and wasn't able to have one. Patient was redirected to discuss with managing hcp.